Manufacturer narrative:
4307, 61- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection identified damaged conductor wire insulation. Instrument mishandling and misuse is a known common cause of this failure. The instrument was further tested and passed electrical continuity. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). No thermal damage was identified on the submitted photograph.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. An image was submitted to isi for review, and technical analysis is ongoing. Product & event verification: a review of the instrument log for the maryland bipolar forceps instrument lot# n12200224 / sequence 0203 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6)2020 on system sk1039. The alleged event occurred on the 3rd use of the instrument. The instrument has 7 remaining usable lives with no subsequent use recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that after successfully completing a da vinci-assisted abdominoperineal resection procedure, inspection identified that the wire part of the maryland bipolar forceps instrument was "scorched." No issue related to unintended energy discharge or arcing during intraoperative use was reported. Thermal damage was alleged with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. At this time, the root cause of the customer reported failure mode is unknown. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 7 remaining usable lives, therefore, had not expired. Implant date is blank because the product is not implantable. Information for the blank fields in initial reporter is not available. Recall is not applicable.

Event description:
It was reported that after successfully completing a da vinci-assisted abdominoperineal resection procedure, inspection identified that the wire part of the maryland bipolar forceps instrument was "scorched." No issue related to unintended energy discharge or arcing during intraoperative use was reported. No fragment fell inside the patient and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: there was no known issue related to unintended energy discharge or arcing during last known intraoperative use of the instrument. The isi field service engineer noted "scorching" on the wire part of the instrument, although no specific description nor a confirmation if the instrument sustained / exhibited thermal damage.